Event description:
It was reported that an ilet device with serial number (B)(6) experienced a nonresponsive sleep/wake button that progressively worsened until the screen would only illuminate when placed on a charger, and replacement supplies were shipped after basic troubleshooting and education were completed. Symptoms included transient hyperglycemia with a reported maximum glucose of 202 mg/dl for approximately two hours without need for assistance, medical intervention, or ketone management, and no alerts above 300 mg/dl occurred. Outcomes included no hospitalization, no emergency treatment, and continued use of cgm with a phone or receiver while awaiting replacement. Investigation included user-led troubleshooting to inspect and dry the button area, remove the case, and verify device operation, as well as data synchronization and device shutdown steps prior to return. Investigation of this device was confirmed and revealed a suspected mechanical or electrical failure of the sleep/wake button or associated user-interface circuitry, evidenced by the need to connect to a charger to wake the screen and failure to respond to tactile input despite cleaning and case removal. It was concluded, based on previously established findings for similar reports, that the cause was likely component wear or malfunction of the button assembly or related interface electronics.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."